Event description:
It was reported by service report that the rh side rail (entire) was not able to be latched in the raised position. (Only the foot end latch spindle was latching.) The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.